Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the pump case was removed and a frozen motor drive assembly was found. The display is dim/fading/reddish. The black box shows evidence of cs 064-0001 alarms, pump could not be exercised for 24 hours due to cs 064 alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.